Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to not dock to the evac. The power inlet module was burnt and shorting out the control board. The power inlet and control board were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this unit would not dock to the evac. At product evaluation investigation the power inlet module was burnt and shorting out the control board. No adverse events were reported as a result of this malfunction.